Event description:
The system checks the results for discrepancy with the current contents of the database at completion of the test but does not check again when the results are saved in the databse. If batch confirmation is used the contents of the database can change between completion of the test and saving it in the database and no adequate warnings will be displayed to the user. If two techs are resulting the pt on two different worksheets, and concurrently tries to save their results the contents of the database can change between completion of the test and saving it in the database and no adequate warnings will be displayed to the user. The reporting client detected this problem during validation.